Manufacturer narrative:
Per the initial reporter, the device will not be returned. Concomitant medical products: cruise wire guide 0.014inch 300cm, asahi intecc parent 4.5fr. Sheath, medikit. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure, the advance 14 lp low profile balloon catheter ruptured at approximately 10 atmospheres (atm) when the physician dilated the lesion. No specific calcification or tortuosity was observed in the patient's anatomy. No resistance was encountered when the physician crossed the target lesion. Another manufacturer's device was used instead and the procedure was completed successfully. According to the initial reporter, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, and instructions for use (IFU) of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.